Event description:
It was reported that a caregiver could not unlock the ilet screen, with no physical damage observed, and the user initiated a firmware update as part of troubleshooting. Symptoms included no clinical effects. Outcomes included no impact on daily activities or medical care. Investigation included technical support review and troubleshooting guidance. Investigation of this case revealed that the device screen was unresponsive and a software update was available. It was concluded that a firmware-related malfunction was suspected pending user confirmation after the update.